Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned part. Method code (annex b) - remove b17 and add b01 result code (annex c) - add additional code conclusion code (annex d) - remove d)2 and add d01 component code (annex g) - remove g02005 and add g0201201 h3 device evaluation summaryl was updated due to analysis of returned part. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the ht70 v entilator stopped ventilating third-party service provider tokibo (tkb) evaluated the unit and found unit would not start even when the on/off switch was pressed, tkb replaced the main control board. Also replaced power switch as a preventive measure. The power switch was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One control board was returned to medtronic for further analysis. Visual inspection observed that the capacitor (c92) was damaged. If a failure of the c92 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to faulty c92. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, the ht70 ventilator stopped ventilating. There was no injury to the patient.

Manufacturer narrative:
Section a and section e: initial reporter information and patient identifier information cannot be provided due to the restriction by the japan privacy regulation. Section e: japan medtronic personnel reported event to the manufacturer on behalf of the customer. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. It was reported that while in use on a patient, the ht70 ventilator stopped ventilating. There was no injury to the patient. The device was not available to medtronic for evaluation. It was informed that the third-party service provider tokibo (tkb) performed the evaluation/repair and it was observed that the device would not start even when the on/off switch was pressed. The issue was resolved after replacing the main control board and the on/off switch was replaced as a preventive measure. The cause of the event was isolated to a potential fault in the main control board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.